Event description:
On (B)(6) 2012, a male patient received coolsculpting treatments including one on his mid-abdomen over the umbilicus with the coolmax applicator (8.0). The treatments were uneventful with no error codes or malfunction. On (B)(6) 2013, the patient received a second coolsculpting treatment on his mid-abdomen over the umbilicus with the coolmax applicator (8.0). The patient reported to the office that he noticed a reducible umbilical hernia 2 weeks later, approximately (B)(6) 2013. The patient denied any pain or tenderness to the umbilical hernia. The office reported that they did not find a hernia during assessment prior to the procedure. On (B)(6) 2013, the attending physician said the hernia is reducible, is not causing pain and that the patient did not need surgery at that time. On (B)(6) 2013, the attending physician informed zeltiq that the patient had decided to proceed with surgical repair of the hernia, making this reportable. Zeltiq is currently unable to determine a causal relationship between the incident and the coolsculpting system.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office, the confirmed procedure on (B)(6) 2013 was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction occurred during the treatment. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new information is received about this case.